Manufacturer narrative:
Details of complaint: on (B)(6) 2020 the customer reported that various devices are in communication loss with the cns / rns. They have checked the org segment, and there may be interference with another set of wireless devices on the floor below. On (B)(6) 2020, the customer stated that the device shows "signal loss" for the 8 telemetry devices on the 8th floor. When changing monitoring tiles on the cns, it was observed that the monitoring technician used an incorrect procedure (changing the tile channels instead of using monitor beds settings). As part of troubleshooting, the customer identified the org device that was connected to the 8 telemetry transmitters experiencing the signal loss and proceeded to unplug then reseat the power cable. Service requested / performed: troubleshooting. Investigation summary: subsequent attempts to retrieve additional information from the customer were not successful. Due to limited available information, the root cause for the reported communication loss/ signal loss could not be determined. The risk level is determined to be medium. No CAPA is required at this time. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter, model: zm-531pa, sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that various devices stopped communicating with the central nurse's station (cns). They stated that the entire segment has lost communication with the cns and the remote network station (rns). The customer checked the multiple patient receiver (org) segment, and they state that there may be inference with another set of wireless devices on the floor below. They also stated that this has been an on and off issue since a service call from nihon kohden to address another wireless issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that various devices stopped communicating with the central nurse's station (cns). They stated that the entire segment has lost communication with the cns, and the remote network station (rns). The customer checked the multiple patient receiver (org) segment, and they state that there may be inference with another set of wireless devices on the floor below. They also stated that this has been an on and off issue since a service call from nihon kohden to address another wireless issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-531pa. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that various devices stopped communicating with the central nurse's station (cns). They stated that the entire segment has lost communication with the cns and the remote network station (rns). The customer checked the multiple patient receiver (org) segment, and they state that there may be inference with another set of wireless devices on the floor below. They also stated that this has been an on and off issue since a service call from nihon kohden to address another wireless issue. No patient harm was reported.